Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The caller stated that the infusion set pulled away from his skin and insulin leaked out. The patient experienced elevated blood glucose levels. No adverse event was reported. The customer has discarded the used infusion set, however he will return an unused sample from the same box.